Event description:
It was reported that during use, the venous probe on the cardiohelp device was not functioning properly. The cardiohelp was swapped out for another. No reported pt effect. Additional information: venous probe #(B)(4). (B)(4). MFR ref #8010762-2015-00784.